Manufacturer narrative:
The field service engineer (fse) was on-site (B)(4) 2008, to investigate the event. The fse performed myoglobin precision testing using a pt sample and results met specifications. A foam/no foam testing was performed by the fse and met specifications. Also, the upper spring modification was installed by the fse. The fse performed pump diagnostic testing and the results passed. The fse followed up with the customer on (B)(4) 2008 and the customer reported no further issues associated with this event. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) result generated on a unicel dxi 800 access immunoassay system. The initial erroneously elevated result was reported outside the laboratory. The customer re-ran the sample and the result was within normal reference range. The corrected results were reported outside of the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.